Event description:
After the patient's leads were implanted, the patient developed a blood infection and brain meningitis. The primary location of the infection was the lead site. The patient spent about a month in the hospital fighting the infections. It was also reported that the patient was currently at home, a stimulator was implanted in 2008 after the infections had cleared, and the patient status was "fair". The hcp reported that the patient was administered unspecified perioperative antibiotics. See manufacturer's report #6000153-2008-02909.

Manufacturer narrative:
.